Manufacturer narrative:
Explanation for device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer received a false negative result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use cartridge sn (B)(4), lot 19942h, reader sn (B)(4). A cue covid-19 test performed on (B)(6) 2022 provided a positive result. Customer tested positive on (B)(6) 2022 and (B)(6) 2022 with phase scientific indicaid rapid tests. Additionally, customer tested positive on (B)(6) 2022 with a rt-pcr assay test. Customer experiencing a slight sore throat.